Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient passed way due to an unknown reason. It is also unknown if the event was due to the device.

Manufacturer narrative:
Additional information was received that the date of death is not known. The patient's death was not suspected to be device related.

Event description:
A report was received that the patient passed away due to an unknown reason. It is also unknown if the event was due to the device.

Manufacturer narrative:
Additional information was received that the date of death is not known.

Event description:
A report was received that the patient passed way due to an unknown reason. It is also unknown if the event was due to the device.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) the ipg passed all required functional tests performed. The device revealed normal device characteristics. Sc-2218-50 (sn (B)(4)) the leads were cut and the proximal ends were not returned. X-ray inspection found that the cables were all intact.

Event description:
A report was received that the patient passed way due to an unknown reason. It is also unknown if the event was due to the device.

Manufacturer narrative:
The devices were evaluated for possible device malfunction. Sc-1132/1(B)(4): the depleted device was fully charged in two cycles, and the device profile was downloaded. The battery depletion rate was within the expected range. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. The ipg passed all the required functional tests. Internal inspection of the pcba revealed no anomalies. Review of the device history records did not find any anomalies. The device revealed normal device characteristics. Sc-2218-50/(B)(4): the lead was cut, and the distal end was not returned. X-ray inspection found that the cables were all intact. Review of the device history records did not find any anomalies. Sc-4316/(B)(4): the clik anchors revealed no anomalies. Review of the device history record did not find any anomalies. The device revealed normal device characteristics.

Event description:
A report was received that the patient passed way due to an unknown reason. It is also unknown if the event was due to the device.